Event description:
Healthcare professional reported "saline implant rupture" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported additional even of "plug strap separated."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, opening in the posterior missing and missing in the plug strap. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening striated in the posterior, broken striated in the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening sharp in the posterior side assessed as unidentified (tear) opening. A broken striated in the plug strap side assessed as surgical damage. Additional, changed, and/or corrected data: b5, d9, h3, h6.